Event description:
It was reported that this electrode over-sensed artefacts in primary vector resulting in an untreated event. The artefacts were not reproducible. The physician elected to replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system, although it was noted that lead failure was suspected. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode over-sensed artefacts in primary vector resulting in an untreated event. The artefacts were not reproducible. The physician elected to replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system, although it was noted that lead failure was suspected. Besides intervention, there were no other adverse patient effects reported. This electrode is expected to be returned for analysis.